Event description:
A nurse contacted baxter's technical service center to report a therapy was reset alarm on the homechoice (hc) machine during use. The technical service representative (tsr) initiated a swap of the device. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The reported issue of therapy was reset was confirmed during review of the device logs and duplicated during the evaluation performed by the pal (product analysis lab). The device passed the rite electrical test. The device was power cycled several times alarming therapy was reset. The digital board was replaced and the device functioned properly. A review of the logs revealed all data has been erased indicating the therapy has reset. The assignable cause for the therapy was reset alarm was determined to be an inoperative digital board. The device's service history record was reviewed and no issues were identified that may have contributed to the therapy was reset alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.